Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during 3rd inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, during 3rd inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 3.00mm x 15mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.